Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported undesirable increase in stimulation. The patient confirmed this occurred following an unrelated spinal fusion surgery, during which electrocautery had been used. It was suspected that the evoke closed loop stimulator (cls) may have been damaged during the spinal fusion surgery. A revision procedure was performed to replace the evoke cls to resolve the reported event.